Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced injuries (specifics unknown). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that on (B)(6) 2011, the physician removed the proximal arm of the uphold device to alleviate pressure on a nerve. The arm was subsequently disposed. The patient returned for follow-up on (B)(6) 2011 (specifics unknown). The patient has not returned for follow-up since.

Manufacturer narrative:
.